Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product evaluation summary: the partial lead was returned in segments, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. The analyst noted that the lead was destructively analyzed. Concomitant medical products: 3777-45, leads, implanted: (B)(6) 2012; 5076-52, lead, implanted: (B)(6) 2012; d204drm, ICD, implanted: (B)(6) 2012. (B)(4).

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the right ventricular (rv) pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend on the rv pacing lead was rising. Analyst commented, beginning the week of (B)(4) 2014, rv bipolar lead impedance measured 4047 ohms from 1767ohms which has been steadily rising. Beginning (B)(4) 2014, capture management trend rises to a threshold greater than 2.5 v. Rv lead integrity warning occurred (B)(4) 2014 for rv pacing impedance greater than 3000 ohms. (B)(4).

Event description:
It was reported that the right ventricular lead impedance had increased steadily for approximately six months and was high. The capture threshold was also noted to have had a steady increase. Suddenly, the impedance increased further and triggered an alert. A fracture was suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.